Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information and the investigation details. There was no patient involvement. This event is not reportable. The reported event is confirmed-other. Received (4) photo samples. Visual inspection of the photo sample noted one opened, used 2-way foley catheter with sample port connector and syringe. Verified material number 2758j14 and batch number ngkn1924, lot number mykr3324. Photo (2) shows cuffing present. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Visual inspection noted no obvious observations. This sample was tested for difficulty deflating. Using the return straight tip syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Attempted to deflate balloon passively using return syringe and only 2ml could be withdrawn. Using the in-house luer lock syringe, deflated balloon passively in 58sec, returning 10ml of solution. After deflation cuffing present. The complaint is against the syringe. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water from the foley catheter could not be drained during pre-testing, and use was discontinued. Per notification from investigator on 25feb2026, it was reported that after deflation cuffing present, found during sample evaluation on 28jan2026.

Event description:
It was reported that sterile water from the foley catheter could not be drained during pre-testing, and use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water from the foley catheter could not be drained during pre-testing, and use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.